Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for complex reg pain syndrome type ii. It was reported that the patient's stimulation began to fade two days ago (B)(6) 2017. Technical service specialist (tss) reviewed that this is a known phenomenon with the patient's type of device. The patient had no reported trauma or falls . The rep stated that up until stimulation fading therapy had been good. The rep ran impedance at 3v and 210usec and found that most contact pairs were greater than 4000 ohms. The rep noted the patient was programmed on 2<(>&<)>3 and that showed as 761 ohms. Tss tried to have the rep run impedances at higher values to see if greater than 4000 ohms resolved but patient was not able to tolerate. Tss reviewed that they may want to consider complete replacement as well at health care professional (hcp) discretion. The plan is to have the patient implantable neurostimulator (ins) replaced. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause of the high impedance is unknown, the patient has not been seen by the manufacture in years. It is believed that the cause of the fading stimulation is due to the battery being 12 years old. The battery replacement is being scheduled. The patient will have a battery replacement and is leaving the leads as is. The patient is currently using electrode 2 and 3 without issue so they do not want to do more than just replace the battery. No further patient symptoms or complications were reported.